Event description:
It was reported that medication squirted out of the crack in the bd luer-lok¿ tip syringe barrel while making a hazardous compound during use. The following information was provided by the initial reporter: "syringe had vertical crack in the barrel and upon making hazardous compound, the medication squirted out of the barrel all over the caci (compounding aseptic containment isolator) hood."

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5115100. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medication squirted out of the crack in the bd luer-lok¿ tip syringe barrel while making a hazardous compound during use. The following information was provided by the initial reporter: "syringe had vertical crack in the barrel and upon making hazardous compound, the medication squirted out of the barrel all over the caci (compounding aseptic containment isolator) hood."